Manufacturer narrative:
Concomitant medical devices: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml (825 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient experienced loss of intrathecal baclofen therapy (itb) efficacy. The patient had increased spasticity despite dose escalation. Catheter aspiration was difficult with further difficulty with injection of dye. The event date was noted as 08/13/2015 and was approximate. The system was replaced to resolve the issue and was resolved at the time of this report. The pump and catheter were explanted and were replaced on (B)(6) 2015. The pump and catheter were returned to the manufacturer. The patient status at the time of this report was alive with no injury. Refer to manufacturer's report #3004209178-2015-17704 for further information following the patient's catheter replacement.

Manufacturer narrative:
Removed conclusion code as it is no longer applicable and replaced.

Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tube of the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.